Event description:
Dentist advised handpiece got hot and burned pt, resulting in blistering on pt's right inner cheek during crown prep treatment. Pt noted swelling and discomfort following procedure. Dentist prescribed magic mouth wash for treatment and two f/u appointments to evaluate healing.

Event description:
It was reported that during a gastric bypass procedure, on the 4th & 5th (on stomach-thick tissue) firing of the device, the staples were malformed. The device was used a total of 12 times. It was only with the use of the gold reloads that this occurred, all other firings were fine. The staple line was oversewed. There was no adverse consequence to the patient. Only the two reloads will be returned for evaluation, the device was discarded.

Manufacturer narrative:
(B)(4). The analysis found that two (B)(4) cartridge reloads were received fully fired. In addition, one b-formed staple was received inside of a plastic bag. No functional test was performed due the condition of the reloads. Event description could not be confirmed as one b-formed staple was received with the reloads and no device was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.